Event description:
Event description guidant received information that the patient with this pacemaker experienced syncope due to nsvt. The physician elected to upgrade the patient's device to treat the nsvt. During the procedure, the patient had respiratory distress following sedation and prior to inserting the new lead. The patient's blood pressure decreased and the patient died during the procedure. No product malfunctions were noted during the procedure.